Manufacturer narrative:
The complaint investigation for false negative alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data was reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 72553fz01, however, no increase in complaint activity was identified for list number 08p08. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. In house clinical sensitivity testing was performed using an in-house retained kit of lot 72553fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot 72553fz01 was identified.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I hbsag result for a 42-year-old male patient. (Normal reference range of <0.05 iu/ml), (B)(6) 2025 hbsag result = 0 iu/ml, results repeated with 0.00 iu/ml and 0.01 iu/ml, nucleic acid, result = 1.64e+02 (positive)= 1.64 positive, (B)(6) 2025 hbsag result was 12.54 iu/ml. Additional lab results provided: hbsab = negative, hbeag = negative, hbeab = positive, anti=hbc = positive. The customer reported they are only questioning the alinity I hbsag results and are not questioning the other results as incorrect. No impact to patient management was reported.

Event description:
The customer observed false negative alinity I hbsag result for a 42-year-old male patient. (Normal reference range of <0.05 iu/ml). On (B)(6) 2025 hbsag result = 0 iu/ml, results repeated with 0.00 iu/ml and 0.01 iu/ml, nucleic acid result = 1.64e+02 (positive)= 1.64 positive. On (B)(6) 2025 hbsag result was 12.54 iu/ml. Additional lab results provided: hbsab = negative. Hbeag = negative. Hbeab = positive. Anti=hbc = positive. The customer reported they are only questioning the alinity I hbsag results and are not questioning the other results as incorrect. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p08 (alinity I hbsag) that has a similar product distributed in the us, list number 4p53 (architect hbsag) with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available.